Event description:
Steris contacted the user facility for additional injury information, however, no additional information was provided.

Event description:
An operator noticed that an instrument was stuck on a basket while the door was closing on the clean side of a reliance 444 washer. The operator pushed the basket into the washer to free it from the door. Once the basket was inside the washer, the washer door fell on the operator's hand. The operator went to the facility emergency room and received four stitches to the palm of the hand.

Manufacturer narrative:
A steris service technician inspected the washer and ran extensive testing on the washer door under different scenarios. In each instance the machine operated within its specifications, including proper functioning of all audible and on-screen alarms.steris has determined that the root cause of this incident was that the operator did not follow the proper procedure for clearing an item stuck in the washer door, in that the operator did not wait for the door obstruction safety feature to engage. When the door safety sensor detects an obstruction, it activates the door to open so that the obstruction can be cleared. The washer operator manual describes the procedure for clearing a door obstruction on page 4-12, under "warning - personal injury hazard... If an obstruction is present in the wash chamber door, door safety sensor will detect obstruction and door will automatically stop closing. Wait until door is fully open and water flow has stopped before removing obstruction."steris will schedule refresher in-service training on use of the reliance washers with the customer.

Manufacturer narrative:
A steris account manager conducted an in-service at the facility on (B)(6) 2010.